Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer failed to recognize its open state, and then multiple pockets failed. A field service engineer powered the station down, removed the drawer from the station, replaced the row board cable, replaced the flat flex cable, and replaced the position sensor. The field service engineer then returned the drawer to the station and powered the station back on. The system functioned as intended after the field service engineer repaired the device.